Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that upon removal multiple tampons stretched out and fell apart leaving pieces inside her vaginal cavity. She experienced discomfort during removal of the tampon pieces. She was able to manually remove the remaining tampon pieces and did not seek medical attention. Her discomfort resolved and she did not experience any adverse health effects.